Manufacturer narrative:
(B)(4). The product analysis indicates that the one minute pre-repair temperature test could not be performed as the handpiece was making a loud high-pitched squealing noise. It sounded as if the bearings and gears in the collet were grinding. Operating the handpiece under those conditions poses a risk to the technician. Motor is corroded. The motor, cable, magnet, springs, and housing were replaced. The handpiece was cleaned and tested to manufacturing specifications.

Event description:
It was reported that during a case, the handpiece overheated. The case was delayed. There was no injury reported as a result of this event.